Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. There is an unknown foreign materials covering the stent. The unknown material appears to be some sort of wire and some kind of plastic. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found an unknown wire and plastic covering the stent. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23may2025. It was reported that stent could not be deployed. A 4.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for use in a vertebral artery. During the procedure, the stent could not be deployed. There were no patient complications as a result of this event. However, device analysis revealed an unknown foreign materials covering the stent.